Event description:
Customer reported a sodium result taken in the morning on a newborn ((B)(6)) was reported as 138 mmol/l. A subsequent sample from the same newborn taken later that day reported a result of 126.7 mmol/l. Instrument calibration was checked and controls were run on the device. Both were within normal range. The specimen in question also yielded an abnormally low calcium. There was no pt intervention.

Manufacturer narrative:
It was noted the specimen in question was obtained using an incompletely filled syringe. Furthermore, the newborn did not display any symptoms consistent with a low sodium and low calcium . Instrument is performing correctly.